Event description:
Rptr complains of shoulder and arm weakness and pain, burning sensation in leg and buttocks, muscle pain, weakness, spasms and twitching, night sweats, vaginal and menstrual problems, implant rupture, and anxiety. Aforementioned problems increased. Severe and debrilitating joint pain, visual disturbances, memory loss, speech problems, chronic fatigue, raynaud's phenomenon, severe sensitivity to cold, urinary problems, hysterectomy, difficulty swallowing, headaches, seizures, periodic loss of balance-falling, and confusion.